Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred in the rcfa with the first proglide. The sutures of two new proglides were successfully pre-placed. Two cuff misses occurred in the lcfa, with one proglide and one prostyle. The sutures of one new proglide and one new prostyle were successfully pre-placed. The sheath was upsized to a greater than 8.5f sheath and the evar procedure was completed. Hemostasis was achieved at both access sites with the pre-placed proglide/prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide and prostyle device referenced are filed under separate medwatch reports numbers.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.